Manufacturer narrative:
It was the customer's FDA medwatch report forwarded to the arjo representative on the 2019-feb-21 informing that there was the incident with the maxi move lift and the sling. It was stated that a device issue occurred during the transfer from the bed to the chair. It was only revealed that device issue was connected with the attachment point where the clip is attached to the spreader bar but establishing which exact part failed (sling clip or lift spreader bar) was unsuccessful. As the consequence of the event patient fell to the floor and sustained some an unidentified injury. Obtaining information regarding customer was unsuccessful as there is no information provided in the received medwatch report. The claimed sling and lift were not allowed for evaluation as the customer who was in a possession of the claimed devices remains unknown. No other information than already received was provided. Attempts were made to identify what is the name of the customer in order to obtain more detailed incident description and details of patient condition after the incident. The last attempt was made on 27th march 2019. Unfortunately, no further information (than initially received) was provided. The sling and lift could not have been evaluated as the customer remains unknown. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. 4. Using a non-arjo clip sling with the arjo lift. Taking into consideration all gathered information in a course of this investigation, we cannot point out any of the listed above factors as an exact root cause of the patient slid out of sling. However, based on the received medwatch report using of an inappropriate size of the sling did not contribute to event and can be ruled out. The passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2, october 2014) provided patients with warnings regarding proper lifting process: "to avoid injury, make sure the resident's arms ale placed inside of the sling." "To avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." The maxi move IFU (001.25060.en rev 12, 12/2015) provided patients with warnings regarding proper lifting process: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." "Under normal use, the following itmes are subjected to wear: slings, batteries, straps and castors. These items must be regulary checked as described previously, and replaced as needed." "The sling should be checked before and after each patient use (...)" It also contains some crucial information on sling compatibility: "only use arjohuntleigh supplied slings and stretchers that are designed to be used with maxi move to prevent fall risk and injuries." Due to limited information received, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. Based on product knowledge and review of similar situations that took place in the past revealed that the resident's slip out of sling occurred when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. The patient slid out of the sling and from that perspective, the system did not meet the manufacturer's specification. We decided to report this event with an abundance of caution due to the allegation of patient injury and fall.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was the customer's FDA medwatch report forwarded to the arjo representative informing that there was the incident with the maxi move lift and sling. It was stated that a device issue occurred (sling clip damage) during the transfer from a chair to a bed. As the consequence of the event patient fell to the floor and sustained some an unidentified injury.